Event description:
It was reported that during implant attempt, the device was programmed ddd and there were atrial spikes with no markers following by ventricular complexes marked as vs. When programmed aai at 60 bpm there were pacing spikes at 60 bpm with no marker annotation followed by an r-wave labeled as a vs. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.